Event description:
Keravision was notified, on 03/06/2000, of a microbial infection in the right eye, following intacs placement. The pt had a right eye intacs (0.35mm) implant in 2000. The suspected infection was treated with antibiotic therapy. The right eye segments were removed in 2000. The culture results indicated the presence of antibiotic-resistant strain of staphylococcus epidermidis. According to the medical facility, the pt is doing well and is recovering from the infection.